Event description:
Patient underwent uterine fibroid embolization. Patient developed abdominal pain and low grade fever serveral days post procedure. Pain lasted approximately 2 weeks. Patient underwent hysterectomy to resolve complications 13 days after embolization.